Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), two (2 each) powerflex pro balloon catheters (bc) ruptured at six atmospheres (6 atm.) Of pressure during dilation of the right common iliac artery target lesion. The catheters were: an 80 cm. 6 mm. X 2 cm., and an 80 cm. 8 mm. X 4 cm. Another bc was used to complete the procedure successfully. There was no reported patient injury. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The right common iliac artery target lesion was reported to be: a 90% stenosis, heavily calcified, and moderately tortuous. The balloon burst occurred during the first inflation for both balloon catheters. There was no reported difficulty removing the products from the packaging or difficulty removing the protective balloon covers or stylets. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheters through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used and was used subsequently with other devices. There was no reported difficulty crossing the target lesion. The catheters were never in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15732737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00185 and # 9616099-2014-00186.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), two (2 each) powerflexpro balloon catheters (bc) ruptured at six atmospheres (6 atm.) Of pressure during dilation of the right common iliac artery target lesion. The catheters were an 80 cm. 6 mm. X 2 cm. And an 80 cm. 8 mm. X 4 cm. Another bc was used to complete the procedure successfully. There was no reported patient injury. There was no reported patient injury. The right common iliac artery target lesion was reported to have 90% stenosis, heavy calcification, and moderate tortuosity. The balloon burst occurred during the first inflation for both balloon catheters. There was no reported difficulty removing the products from the packaging or difficulty removing the protective balloon covers or stylets. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheters through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used and was used subsequently with other devices. There was no reported difficulty crossing the target lesion. The catheters were never in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15732737 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon- burst at/below rbp¿ could not be confirmed and the exact cause could not be determined as the device was not returned for analysis. Based on the information available for review, vessel characteristics (90% stenosis, heavy calcification, and moderate tortuosity) may have contributed to the difficulty experienced by the customer. Neither the drh nor the information available suggest that the burst could be related to the design and manufacturing process; therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00185 and # 9616099-2014-00186.